Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The helix extended and retracted smoothly with no anomalies.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix ejected automatically and could not be fixed. The rv lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.